Event description:
Surgeon reported that the vitreotome spat at almost every surgery causing difficulties to surgeon's view due to small air bubbles. The removal of the air bubbles represented an increased risk for a lens touch and therefore an significant risk for the development of a cataract. No patients harm reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4).